Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Summary of investigation: there is one previous complaint of this code-batch, regarding another issue, closed as not confirmed. We manufactured and almost distributed in the market (B)(4) units. There were (B)(4) units in our stock. We have received a picture showing an open but unused sample with the needle detached from the thread (the thread is still wound on the pack). We have also received (B)(4) closed samples from our stock. To evaluate the conformity of the closed samples received from our stock we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received from our stock are 1.79 kgf in average and 0.95 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.46 kgf in minimum. Despite receiving a picture showing a defective sample and considering that no other complaints have been received regarding this specific defect and that the results of the retained samples comply with the european pharmacopoeia and b. Braun surgical specifications, we consider this to be an isolated unit and confirm that the batch as a whole is compliant. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from our stock comply with usp/ep and b. Braun surgical requirements and we have only received a picture. Final conclusion: although the results of the closed samples received from our stock fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received from our stock. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread did not connect to the needle. Before use.